Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, haptic was bent or crimped and the product was unusable. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The lens was returned just past the loading area in a qualified company cartridge. An inadequate amount of viscoelastic was observed in the cartridge. The lens was pressed up instead of biased down per the IFU (instructions for use). Both haptics were in an acceptable folded position. However, both haptics were bent in the distal area and pressed against the roof of the cartridge. The cartridge shows evidence it was placed into a handpiece. No tip damage observed. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The associated handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The lens was returned pressed up against the roof of the cartridge instead of biased down per the IFU. The root cause is most likely related to a failure to follow the IFU. The IFU instructs the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Failure to follow this step may cause the lens to advance incorrectly causing delivery issues and/or damage. An inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Not enough information was provided to determine if a qualified viscoelastic and handpiece were used. The IFU also instructs that company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. Not enough information was provided from the reporter to determine if a qualified handpiece and viscoelastic were used. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.